Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that after the customer inadvertently dropped the pump, the touchscreen cracked and pump was unresponsive. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to multiple daily injections for insulin therapy.